Event description:
A consumer implanted for other pain indications reported via the manufacturer's representative (rep) they were barely feeling stimulation, didn't feel like it liked they used to for their headache pain, and experienced a loss of therapy. There were no traumas or falls reported related to this issue. Therapy impedances were 3,100 and 1,100 ohms regarding programs 1 and 2. Impedance testing with all pairs with 0 were greater than 4,000 ohms, though 0/1 was 2,007 with all other pairs within a normal range around 900-1,000 ohms. It was noted zero was being used in programming so the rep. Was going to reprogram to not use zero to see if stimulation could be recaptured. At the current time the implantable neurostimulator (ins) was okay at 2.56 volts for capacity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.